Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/02/2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently responsive and the contrast button was unresponsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the keypad issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons and evidence of contamination under the key contacts. This report is made based on results of investigation completed on 09/02/2015.